Event description:
It was reported that the pt implanted in 1999, no longer has any access to sound with her cochlear implant since (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.